Event description:
During use of a 6f exoseal for vascular closure, the indicator window changed black to black at an unexpected time and the device was removed without plug deployment because the back flow did not stop. Hemostasis was achieved with manual compression and there was no patient injury reported. Initially, pta (stenting) for the superficial femoral artery was conducted, but there was no information available about accessing site. The exoseal with a sheath introducer (not specified) was retracted, but its indicator wire was caught at the stent which had been placed in the superficial femoral artery during the pta. Despite the back flow from bleed back indicator observed, the indicator window changed to black-black pattern. Therefore, the exoseal with the sheath introducer was removed from the patient without plug placement, because the back flow from the bleed back indicator would not stop. The physician applied manual compression to achieve hemostasis and there was no bleeding complication occurred. The product will not be returned for analysis at this time. Although the back flow from bleed back indicator still observed, the indicator window changed to black-black pattern. Pulsatile flow never stopped. The exoseal vcd and vascular sheath introducer was retracted together until the indicator window changed to solid black color but when the indicator window changed to black-black, there was back flow from bleed back indicator observed. It is unknown but probably the exoseal vcd securely locked with the vascular sheath introducer. There was no attempt to depress the button.

Manufacturer narrative:
During use of an exoseal device for vascular closure, it was reported that the indicator window changed to solid black however pulsatile flow was still observed in the bleed back indicator, therefore the device was removed from the patient without plug deployment and manual compression was applied to achieve hemostasis. There was not patient injury reported. Initially, pta (stenting) for the superficial femoral artery was conducted, but there was no information available about accessing site. Exoseal (6f: complaint product) was used for hemostasis of the access site of the pta. The exoseal with a sheath introducer (not specified) was retracted, but its indicator wire was caught at the stent which had been placed in the superficial femoral artery during the pta. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color however there was back flow from bleed back indicator observed. Therefore, the exoseal with the sheath introducer was removed from the patient without plug placement. The physician applied manual compression to achieve hemostasis and there was no bleeding complication occurred. There was no patient's injury reported. The product will not be returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The use of exoseal vcd is not recommended to close arteriotomies created in areas of calcified plaque or stented segments. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the physician acted in accordance with the IFU and aborted plug deployment due to presence of pulsatile flow in spite of adequate indicator window indication to solid black. The presence of the deployed stent near the arteriotomy site may have contributed to this event. Neither the DHR nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.